Event description:
The user facility reported that the involved guidewire coating came off, used in a radial lue fistulogram. Patient was in stable condition. Procedure outcome was successful. Medical or surgical intervention was not required. The event occurred intra-operative. Additional information was received on 27 oct 2022: it was reported that a different wire was used to complete the procedure. There was no residue left in the body. No anti-cancer or infectious agents on the wire.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: radiology technologist. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Review of the manufacturing history record and the shipping inspection record of the involved product code/lot number combination confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. According to the investigation result, no anomaly was found in the manufacturing history record and the shipping inspection record. However, since the actual sample was not returned and investigation could not be performed, it was not possible to clarify the cause of occurrence. The quality of this product is assured under the following controls at ashitaka factory. It is confirmed that there is no peeling of the outer layer or adhesion of any foreign substances to the surface by the guidewires being passed through the special jig on 100% basis. Before packaging, 100% visually inspection is performed to confirm that there is no exposure of core wires or external anomalies. The (instructions for use) IFU states the following: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glide wire m and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. (B)(4).